Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend balloon dilation catheter was being used to treat the mid lad. The lesion was mildly tortuous and mildly calcified with 80% stenosis. There was no damage noted to packaging and device was removed from hoop/tray with no issues noted. Device was inspected with no issues noted. The lesion had been pre dilated by the sprinter legend balloon. An unsuccessful attempt was made to deliver a stent. It was reported that during the second pre-dilatation with the balloon a leak occurred at 8 atms. Device did not pass through a previous deployed stent and no resistance was encountered during advancement. A euphora of the same size was used to complete the procedure. There is no patient injury reported.

Manufacturer narrative:
Evaluation summary: the balloon returned partially inflated with residue present inside the balloon. Visual inspection did not detect the presence of a leak on the balloon. Deformation was evident to the distal tip. Blood was visible in the inflation lumen and transition tubing. Negative prep did not detect the presence of a leak. It was not possible to inflate the device. The device was placed in the water bath to disperse the residue. The balloon was damaged during analysis. It was not possible to detect a leak on the balloon. The distal shaft was cut immediately distal to the guidewire entry port to attempt to locate a leak on the shaft of the device however a leak was not detected. Cine image review the first image shows what appears to be the initial pre dilation with the sprinter legend balloon. The second image shows the sprinter legend device, the shelf carton label is also visible, confirming the lot number as reported by the account. The reported leak cannot be confirmed by the images received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.